Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of (B)(6) year old female pt contacted a zoll territory manager to report that the pt was being treated in the ER. A review of the event indicates that the pt experienced an inappropriate defibrillation event consisting of two treatments. Svt at 151 to 167 bpm contributed to the false detections. The pt was reportedly conscious at the time of the treatment. The response buttons were pressed briefly 3 minutes before the second treatment but not immediately prior to the treatment. The pt was ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4)was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn: (B)(4); electrode belt sn (B)(4): 01/2012. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.